Event description:
A pt underwent a core needle biopsy using the cassi rotational care biopsy system in 2004. The physician felt confident that he was targeting a suspicious lesion as visualized on ultrasound. He reported getting cores about 1/2 the length that he anticipated. He took 2 cores. The pathology came back as normal breast parenchyma. The physician felt that this diagnosis was discordant with the visualized lesion and proceeded to perform an open surgical biopsy ten days later. The surgical biopsy report indicated that there was a hemmorhagic biopsy cavity adjacent to a lesion, which was diagnosed as infiltrating ductal carcinoma. The physician reported this sequence of events to the sanarus sales rep in 09/2004 expressing concern the core biopsy diagnosis was discordant with the ultrasound imaging, thus, he proceeded to an open surgical biopsy.